Event description:
This lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2011 due to an advisory/recall. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).